Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that due to a broken belt clip, customer wore insulin pump in his pocket which was causing infusion set to kink resulting in high blood glucose. Customer's blood glucose was 500 mg/dl. It was advised that belt clip would be replaced. No further information provided.